Manufacturer narrative:
Qn# (B)(4). A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR review could not be conducted since the lot number nor product code was provided. A corrective action cannot be determined due to the lack of product code and batch number to perform a proper investigation to determine a root cause. Customer complaint cannot be confirmed due to the lack of product sample and batch number to perform a proper investigation to determine a root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor was using a capio during his procedure and the capio suture dart was thrown into the patient ligament and not retrieved. Capio bullet was lodged and left inside patient. The doctor proceeded with the case using a new capio device. The procedure went well, and the patient was fine. The clinical team sent over letter in response to the retained capio suture dart in patient. The surgeon was not a first-time user of this product. Type of procedure: anterior and posterior repair with acell, sphincter repair, using acell cytal wound matrix 6-layer mesh.